Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraovarian cyst, pelvic pain female, uterine prolapse, grand multiparity, amenorrhea, uterovaginal prolapse, rectocele, chronic migraine, vaginal bleeding and cervicitis. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterovaginal prolapse ("complete uterovaginal prolapse") and rectocele ("rectocele"). The patient was treated with surgery (hysterectomy total vaginal laparoscopy, assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and rectocele outcome was unknown. The reporter considered pelvic pain, rectocele and uterovaginal prolapse to be related to essure. The reporter commented: approximately 3 trailing coils visibly seen extending into the uterine cavity following placement. Quality-safety evaluation of ptc: unable to confirm compaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraovarian cyst, pelvic pain female, uterine prolapse, grand multiparity, amenorrhea, uterovaginal prolapse, rectocele, chronic migraine, vaginal bleeding and cervicitis. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterovaginal prolapse ("complete uterovaginal prolapse") and rectocele ("rectocele"). The patient was treated with surgery (hysterectomy total vaginal laparoscopy, assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and rectocele outcome was unknown. The reporter considered pelvic pain, rectocele and uterovaginal prolapse to be related to essure. The reporter commented: approximately 3 trailing coils visibly seen extending into the uterine cavity following placement. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.